Manufacturer narrative:
Return of product has been requested. Evaluation is in progress.

Event description:
Head of the toothbrush broke of [device breakage]. No adverse event. Case description: a consumer reported that while brushing her son's teeth using an oral-b rechargeable toothbrush, version unk, the oral-b brushhead, version unk, broke off. No symptoms developed. On (B)(6) 2015, the consumer reported the brushhead was an oral-b precision clean brushhead.